Manufacturer narrative:
Additional information: there were not any retrieval issues with this balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the nanocross elite percutaneous transluminal angioplasty balloon, a balloon burst occurred during first inflation in the peripheral artery, specifically the posterior tibial artery. The target lesion was calcified, and the burst was noted to be circumferential/radial during the procedure. There was difficulty in removing the balloon catheter as it caught upon the sheath during withdrawal. The device was successfully removed without injury or intervention, and the procedure was completed using a new nanocross elite percutaneous transluminal angioplasty balloon. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the balloon device returned in a 6fr introducer along with a guidewire. The device was identified by the strain relief. A visual inspection of the device shows that the balloon burst in length and the guidewire lumen appeared bunched toward the distal end of the device. No functional testing could be carried out. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.